Manufacturer narrative:
Analysis found corrosion and/or wear and/or lubrication issues of the gear train as well as stall due to shaft-bearing. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a foreign healthcare provider (hcp) via a manufacturer's representative regarding a patient who was receiving hydromorphone (5.0 mg/ml at 3.1993 mg/day) and ropivacaine (5.0 mg/ml at 3.1993 mg/day) via an implantable pump for non-malignant pain. The patient reported a critical alarm. The event date was (B)(6) 2019. The patient stated the alarm was going off every 10 minutes since 5 am on (B)(6) 2019. They indicated they were feeling unwell, and they may be experiencing symptoms of withdrawal. No diagnostics were performed. The patient was advised to go to the nearest emergency to be assessed. The issue was not resolved. There were no reported contributing factors. The patient status was alive - no injury. Further complications were not reported. Additional information indicate pump motor stall was confirmed. A session report from (B)(6) 2019 at 10:12 was provided, indicating motor stall occurred on (B)(6) 2019 at 12:41, with a stopped pump duration exceeded 48 hours event occurring on (B)(6) 2019 at 12:41. There was no recorded stall recovery. Additional information was received. It was indicated the pump was replaced on (B)(6) 2019 and the event resolved. The pump would be returned for analysis.